Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib), the catheter signal had much interference and noise. Additional information provided stated the signal noise occurred on all the channels, including the 12 leads of body surface and all ic (intracardial) recordings. The noise also occurred on both carto and the recording system at the same time. The noise was not recognizable. The physician was unable to interpret neither the body surface nor the ic (intracardial) recordings. The noise issue occurred during the connecting of the catheter. The procedure was completed without any patient¿s consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
During an atrial fibrillation (afib), the catheter signal had much interference and noise. Additional information provided stated the signal noise occurred on all the channels, including the 12 leads of body surface and all ic (intracardial) recordings. The noise also occurred on both carto and the recording system at the same time. The noise was not recognizable. The physician was unable to interpret neither the body surface nor the ic (intracardial) recordings. The noise issue occurred during the connecting of the catheter. The procedure was completed without any patient's consequence.

Manufacturer narrative:
(B)(4).